Event description:
Caller reported a minimum fill notification. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.